Event description:
It was further reported that the rv lead was suspected for possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. There was electromagnetic interference (emi) noise potential from the patient's electric blanket and nebulizer. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1156t st. Jude lead, implanted: (B)(6) 2010. (B)(4).